Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot#: 73k1900481 was manufactured on 10/18/2019 a total of (B)(4) pieces. Lot was released on 10/31/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the trigger was partially engaged. There was a staple partially formed in the device. The staples appeared to be properly aligned. The stapler was returned with 25 staples left in the cover block indicating that at least 10 were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the partially formed staple was able to properly fire. Then the staples appeared to be slightly misaligned. A second attempt was made and this staple fired properly, however on the third attempt no staple fired. The staples were then confirmed to be misaligned. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples, but the staples were unable to be realigned. Several more attempts were made, and the device was unable to consistently form and fire staples properly. However, the device was still tested on a skin pad to simulate insertion into the skin. All 16 remaining staples were able to successfully form and release into the skin pad. No other defects or anomalies were observed with the device. The misaligned staples were examined with magnification and there were no burrs observed. It could not be determined what exactly caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon visual inspection the staples did not appear to be misaligned. However, upon functional inspection the staples were unable to consistently form and fire properly. The staples were found to be misaligned during the functional testing. The misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The sample was disassembled, and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
Reported issue: clip jammed.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73k1900481 investigation did not show issues related to the complaint.

Event description:
Reported issue: clip jammed.